Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that the implant did not feel the same as the trial system. The patient stated that she does not feel "tingling" and that on all settings she is feeling pressure and a " throb" in the labia area. The patient reported that she is taking ciprofloxin oral antibiotic. The patient did not state why the patient is taking the antibiotic. Additionally the patient reported that she is experiencing increased urinary frequency, but stated that the ciprofloxin can cause increased urination. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up communication from the patient indicated that the cause of the pressure/throb in the labia area was a change in the devices settings. Changing the settings again resolved the pressure/throb and the lack of symptom relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.